Manufacturer narrative:
During the quality testing, the customer's complaint was confirmed; when the device was turned on, it would not turn off. Further investigation revealed corrosion within the bearing and other component parts and a worn and malfunctioning motor. An intermittent connection at the analog ground pin may result from this wear and cause the run-on condition reported. The malfunctioning parts were replaced and the device was repaired and return to the customer.

Event description:
A stryker micro drill was sent in for repair because it would not stop running even when it was turned off. The event occurred during preparation for a procedure. There was no pt involvement, no adverse consequence was associated with the event.